Event description:
The consumer alleges the mattress was "rolling up" on her and she could not get over the hump on the side of the mattress. As a result, she allegedly fell out of bed and hurt her foot. The mattress has a 350 pound weight capacity. The consumer weighs 360 pounds. No serious injury is alleged.

Manufacturer narrative:
The manufacturer of the mattress is unknown. The consumer was over the weight limit for the bariatric mattress.

Manufacturer narrative:
The manufacturer of the mattress is unknown. The consumer was over the weight limit for the bariatric mattress: consumer = (B)(6) lbs, mattress weight limit = 350 lbs. Follow-up evaluation: the mattress was received by invacare and identified by the brand name - future foam mattress. A visual inspection of the mattress was performed. The investigator found no indication of distinct humps that may have obstructed the consumer in getting off the mattress. The mattress was folded into thirds for shipping. The shipping folds were noted but there were no atypical humps found.

Event description:
The consumer alleges the mattress was "rolling up" on her and she could not get over the hump on the side of the mattress. As a result, she allegedly fell out of bed and hurt her foot. The mattress has a 350 pound weight capacity. The consumer weighs (B)(6) pounds. No serious injury is alleged.